Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on a (B)(6) 2023. The procedure was performed with local anesthesia. The patient reported, he felt good after the placement, then one or two months after his radiation treatment he felt good, the patient received pelvic treatment 45gy plus an sbrt boost 19.5gy in 3 fractions sbrt boost, he finished his radiation treatment. After three or four months the patient got a fistula next to the rectal wall infiltration. An ulceration was also noted in the rectal wall. The patient started pain control. The patient was reported to be on antibiotics and will start follow up with a colorectal surgeon. At the time of this report the patient's pain was a "little better".

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2330 captures the reportable event of pain. Imdrf device code a1502 captures the reportable event gel misplaced - non vascular.